Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: 1. Did the needle fall into the patient? If yes, was the needle piece(s) retrieved during the same procedure? Yes, the needle piece(s) was retrieved during the same procedure. 2. Were x-rays taken to locate the needle piece(s)? No. 3. What measures were implemented to retrieve the broken piece? Unk. 4. Was there any additional tissue damage resulting from the search for the needle piece? No. 5. Does a fragment of the needle remain in the patient¿s tissue? If yes, was more than half the needle retained in the patient? No. 6. Is there any plan in place to remove the needle piece in the future? If yes, could you please provide the scheduled date for the removal? The needle piece has been removed. 7. In which tissue structure was the broken needle located? Unk. 8. What is the surgeon's opinion of the potential consequences for the patient? Unk. 9. Were there any patient consequences? No.

Event description:
It was reported that a patient underwent a laparoscopic examination+hysteroscopy+hysteroscopic tubal patency surgery+hysteroscopic hysteroscopic biopsy surgery procedure on (B)(6) 2025 and barbed suture was used. During the procedure, the patient was admitted to the hospital for examination due to "found fallopian tube disease for more than 1 year". Three days later, the surgery was performed. During the surgery, the needle was broken when the suture was used for suturing, which prolonged the surgery time of the patient. The nurse immediately replaced a new suture for use. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/18/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.